Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that two of the sensors broke off in the serter, due to the serter not releasing. The customer also reported that the current sensor gave a lost sensor alert. The sensor cannula was bent. The customer did not recall the blood glucose reading. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and did continuity resistance test and sensor failed the test. Found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.